Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd nexiva closed IV catheter system single port with maxzero¿ needleless connector 20 ga 1.00 in (1.1 x 25 mm). Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that four bd nexiva closed IV catheter system single port with maxzero¿ needleless connector 20 ga 1.00 in (1.1 x 25 mm) caused infiltration/extravasation during use. The following information was provided by the initial reporter: material no: 383556, batch no: unknown. Per phone call with initial reporter on 18-jun-2019: the 20g nexivas, 383556, hold less pressure so during contrast power injections of CT scans in 4 cases over the weekend of (B)(6) they blew the patients' veins interstitially. No harm or adverse events, they just had to replace with new 18g ivs. He did not have patient identifiers or specific dates of the incidents but noted they were different patients with 4 different nurses so it must be the device. Lot numbers were not recorded in his files. No sample return. Per complaint form: received brief email regarding concerns of two incident reports where IV went interstitial in CT during contrast power injection. Clarified in person today with clinical educator -indicated that there were more than 2 cases and that it has become a more frequent occurrence. Educator has completed an internal review - no trend identified as to specific staff member or shift. No used product available for review. Unknown as to lot number or catalog number possibility of either 383556 or 383559.